Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a damaged outer jacket cannot be confirmed. It was reported that the patient¿s modular cable had cosmetic damage and needed to be exchanged. While attempting an exchange, it was reported that the modular connection was unable to be disconnected and was ¿stuck¿. No visual damage or debris was noted in the connection. On 13aug2019, the clinical consultant went to the site to assess the connection and performed the exchange without incident. No further connection related issues were reported. The old modular cable was discarded on site. The patient was not symptomatic during the event. No product available for investigation. The heartmate 3 lvas IFU and patient handbook contain information regarding how to clean and care for the driveline. The hm3 lvas IFU also explains how to replace the modular cable.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that upon assessment on (B)(6) 2019, it was noticed that patient's modular cable had cosmetic damage to it. It was decided to exchange modular cable. While attempting to disconnect for the exchange, modular connection was unable to be disconnected and was stuck. No visual damage or debris was noted in the connection. Modular cable was discarded. No further information was provided.